Event description:
Reportedly, device was explanted at implant due to incompetent or fixed leaflet soon after wound closure. Re-examination showed no harm to the valve, free movement of leaflets. Chordae ends cut. Closure of bypass repeated same fixated cusp. Replaced with a mechanical valve. So far, no adverse to report. Medical report attached with shipping.

Manufacturer narrative:
Device not returned.